Event description:
(Drug/diluent: unk), (procedure: breast reconstruction - free flap) ( right side of abdomen - subcostal plane). Catheter broke during removal. Appears stretched at the break point. Tip still in pt. X-ray ordered. Awaiting surgery for revision of breast and at that time catheter fragment removal will be attempted. Date of event: (B)(6), 2011.

Manufacturer narrative:
Method: sample has not yet been rec'd, but was reported to be available. As no lot number was provided, the device history record cannot be reviewed. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when rec'd and a f/u report will be filed.